Manufacturer narrative:
Ethnicity: unknown as information was asked but it was not provided. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due unbearable halos and glare. The patient tried to get used to the halos and glare and even had a yttrium aluminium garnet (yag) laser treatment; however, he just could not drive at night. A vitrectomy, incision enlargement, and sutures were required. Patient outcome is 20/20 sc (without correction), 3 point near vision without glasses (nvsc) equivalent of 20/15. Through follow up, it was learned the patient first observed halos at the 1-day post-operative (op) visit. A non-johnson & johnson lens was successfully implanted as a replacement. No other information was provided.

Manufacturer narrative:
Product investigation information was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 16-mar-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. Visual inspection under magnification revealed that the lens was covered in dry ovd. The lens was cleaned and visually inspected and no additional issues were observed. No issues related to or could have contributed to visual issues were identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.